Event description:
During preparation for a procedure as two polaris x catheters were taken out of the box, there were scratches on the catheter shafts where the blue plastic was pulling away. The procedure was completed with a new device and without any patient complications. The catheters have been returned for analysis.

Event description:
During preparation for a procedure as two polaris x catheters were taken out of the box, there were scratches on the catheter shafts where the blue plastic was pulling away. The procedure was completed with a new device and without any patient complications.

Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Upon analysis visual inspection revealed foreign material was found around the shaft. The foreign material was analyzed, and the spectrum of the foreign material presented an adhesive like material, therefore, confirming the reported complaint. Functional inspection revealed no abnormal resistance was felt when actuating the steering mechanism.